Event description:
It was reported that during a laparoscopic appendectomy procedure on the first, second and third firing the device fired malformed staples which created an inadequate staple line. The surgeon stated that the device did not feel smooth when she was firing the device. The malformed staples fell into the patient but were retrieved. Cautery was used to stop the bleeding along the staple line and the case was completed. No blood transfusions were given. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional followup: device listed on medwatch as available for evaluation. Contacted (B)(6) in legal dept who stated that she subsequently determined there was no issue with the device and the error was the nurse so the device will not be returning. (B)(6) stated that the staff had in fact been in-serviced and should have been aware of this device not being preloaded. The nurse was disciplined. The patient suffered no adverse consequence - no transfusion was required. Contacted the sales rep who stated he had been told this 3rd hand but had not received specific information. He was under the impression that the patient had an extended hospital stay as a precaution only. - attachment: (B)(4).